Manufacturer narrative:
A data review was conducted against the device and there was no indication of a device malfunction.

Event description:
Clinic reached out stating the patient is now complaining about a nerve sensation down going down their arm after tx. Clinic wanted someone in clinical to give dr. Chen a call to see if we had seen this happen before and if we have any advice for the patient.